Event description:
It was reported that the patient experienced pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced with a smaller ipg. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report of pain at the ipg site was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional testing (no anomalous outputs were observed). Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site. Report stated that the patient had lost weight prior to the report of discomfort.